Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the nurse found that the needle had broken at the tip after the surgeon sutured the dermis. The x-ray was taken and there were no fragments in the pt's body.